Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to elevated intraocular pressure, iris atrophy and an unreactive pupil (fixed). The patient experienced glare/halos, blurred vision and a severe headache. The lens was exchanged for a longer lens which resolved the problem. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - when pis are insufficient, non-patent or blocked, the aqueous flow is suboptimal and the iop rises until pis are working and the flow re-established. The most probable cause of this event is elevated iop secondary to insufficient/blocked pis. Acute iop elevation may be the cause of mid-dilated pupil (secondary to ischemia, trauma or inflammation to the iris muscle) although mechanism is still not clear. The new model, with central port allowed for aqueous flow despite inadequate pis. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of this event is elevated iop secondary to insufficient/blocked pis. (B)(4).